Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported he "got cancer from the old device". The patient reported he didn't have a solution the device, however he would clean the device by hand with water. The device settings were at 4.0 when the patient initiated use of the device. The patient used the device due to aggressive sleep apnea. The patient further reported passing out three times due to a drop in blood pressure. The patient stated the lymph nodes were enlarged, and the last time an event occurred, the patient was diagnosed with cancer (unspecified). The patient stated no more new filters/tubing and accessories were being received, so the patient has been using dirty accessories. The patient inquired about the reason philips discontinued sending the accessories. The patient reported the hose (tubing) was discolored. The patient attended 6 to 7 appointments to the doctor for biopsies and mris. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported he "got cancer from the old device". The patient reported he didn't have a solution the device, however he would clean the device by hand with water. The device settings were at 4.0 when the patient initiated use of the device. The patient used the device due to aggressive sleep apnea. The patient further reported passing out three times due to a drop in blood pressure. The patient stated the lymph nodes were enlarged, and the last time an event occurred, the patient was diagnosed with cancer (unspecified). The patient stated no more new filters/tubing and accessories were being received, so the patient has been using dirty accessories. The patient inquired about the reason philips discontinued sending the accessories. The patient reported the hose (tubing) was discolored. The patient attended 6 to 7 appointment to the doctor for biopsies and mris. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: manufacturing information tab: evaluation method code updated. Evaluation results code updated. Conclusion code updated.